Event description:
One incident of a blood leak with the psn 140 dialyzer noted at an unknown point of time during patient treatment. The incident was noted by a blood leak alarm. The patient was moved to another dialysis machine using the same disposables and a blood leak alarm again sounded. Treatment was resumed with new dispoables and completed without incident. Blood loss was reported as minimal. No patient injury or medical intevention was reported per complaint coordinator.